Event description:
This lead was explanted and replaced due to dislodgement; the lead had fallen to the atrial floor with the tip near the cs. The physician attempted to reposition this lead but the stylet wouldn¿t advance to the tip so they implanted another lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.